Event description:
#Medwatcher #(B)(4). Became pregnant (B)(6) 2011 after having essure in (B)(6) 2009 and delivered a healthy baby in (B)(6) 2012. Dr's have not yet located coils. I have severe stomach pains heavy menstrual cycle and clotting of blood during this time. I also have back and right leg numbness and pain.